Event description:
The fsw01 left side of the footswitch does not work. This was discovered during a laparoscopic nephrectomy. The doctor finished the case using "electric" surgery. The case was extended about 1 hour and the patient received a blood transfusion of 500 ml.